Manufacturer narrative:
Institution phone number:(B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that device alarmed "ECG device fault." The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer was provided with a service quotation and has not responded. The device has not been made available to philips. Visual and functional testing could not be performed.